Manufacturer narrative:
Continuation of d10: product ID 97745bp, serial# (B)(6). Product type: accessory. Section d: information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues with their controller and the issue began today when they were at the hospital. Patient stated they were getting a message on the controller that they needed to replace the controller battery soon and the controller went blank and unresponsive when the battery pack was inserted in the controller. Patient noted they were not able to charge their implant. During the call, walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient inserted the battery pack and confirmed green light was not flashing at the top of the controller; patient then unplugged the controller from the ac power supply cord. The issue was not resolved. An email was sent to the repair department to replacing the controller. Pt called back and was confused because after the pairing process they kept seeing "cannot continue. Install medtronic battery pack and try again." Asked pt if they swapped the li battery into their controller, which pt said they weren't told to do. After swapping the battery, the controller wouldn't power on. Agent had pt plug controller into the ac power supply cord; patient confirmed controller powered on. Patient re-inserted the li battery and the green light was not flashing on controller. Pt unplugged and re-plugged controller, and the green light would flash a couple times then stop.